Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was moderately tortuous. Near the end of the percutaneous coronary intervention procedure and with the final post dilation completed, using the nc trek rx 4.50 x 8mm bdc balloon, upon removing the nc trek balloon, it got stuck in the radial sheath. It was stated that there were 4 inflations at 12, 16, 16 & 18 atmospheres. It was confirmed that the balloon was fully deflated before removal and the stent was well apposed to the vessel wall. The entire system with nc trek still inside the radial sheath was removed from the anatomy. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the introducer sheath. There was a separation of the hypotube located proximally from the proximal edge of femoral marker. Follow up was performed with the account and they confirmed that they were not aware of the separation. In this case, it is likely that the separation occurred during handling for packaging of the device to return to abbott vascular. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, returned device analysis revealed there was a separation of the hypotube located 27.4cm proximal from proximal edge of femoral marker. No additional information was provided.